Event description:
On 11/23/2021, it was reported by a facility representative via e-mail that a ar-8690ds implant system is defective. The pigtailed lassos were defective. The wires were unable to be passed through the cannulation. Additional information requested. Additional information provided on 11/24/2021 : the case was completed using a second set that was opened and the suture passers were operating properly

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.